Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial number: unknown/not provided. Catalog#: partial catalog number unknown, incomplete model number only 350 provided. Model#: partial model number unknown, incomplete model number only 350 provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. The product was manufactured according to specification. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. 2019 asia-pacific journal of ophthalmology volume 8, number 6, pp. 489¿500, november/december 2019. Supplemental material available at https://journals.lww.com/apjoo. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: attaining intraocular pressure of <=10 mm hg: comparison of tube and trabeculectomy surgery in pseudophakic primary glaucoma eyes a retrospective, nonrandomized study was done to evaluate whether trabeculectomy with antimetabolites or glaucoma drainage device (gdd) surgery is more likely to achieve an intraocular pressure (iop) =10 mm hg. Of the 65 eyes that had gdd procedure, 48 eyes received baerveldt implant (n=43 on bgi 350mm and n=5 on bgi 250mm). On post-op 1 year, 2 year, 3 year, 4 year and 5 year, the number of eyes losing = 2 snellen lines in the gdd group were 16, 15, 16, 10, and 7 respectively. Early postoperative complications reported in the study included choroidal effusion (n=8), bleb leak (n=1), hyphema (n=3) and one patient needed surgically added venting slits (n=1). Four (4) of the patients who experienced choroidal effusion required a viscoelastic to the anterior chamber. Late postoperative complications reported in the study included choroidal effusion (n=3), tube exposure (n=1), and cystoid macular edema (n=1). Five gdd eyes underwent either penetrating keratoplasty or descemet stripping endothelial keratoplasty due to corneal decompensation (n=5). For inadequate control of intraocular pressure (iop) (n=7), six patients underwent diode cyclophotocoagulation (n=6) and one patient underwent additional gdd implantation (n=1). It is not clear if these complications occurred in eyes with the baerveldt glaucoma implants or the other product. A copy of the article is provided with this report.